Event description:
It was reported by getinge employee during a demo of the system that the cardiosave intra aortic balloon pump (iabp) had a touchscreen malfunction. No patient was involved.

Manufacturer narrative:
Updated fields: b4,b5,b6,b7,d9,d10,e1(initial reporter, event site mail),e2,e3,e4,g3, g6,h2,h3,h6(type of investigation, investigation findings, health effect impact codes, investigation conclusions),h11 corrected field: h6(medical device problem code) the issue was identified by a getinge employee during a system demonstration, with no patient involvement. Although the touchscreen remained functional, it required input approximately 0.5 cm below the intended target. Calibration attempts were unsuccessful, necessitating replacement of the touchscreen. The screen was clean, with no visible signs of water ingress. The replaced part was retained by the customer and could not be returned. The unit successfully passed all functional tests.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation findings), d5, g2.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) had a touchscreen malfunction. There were no patient harm or injury was reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.